Manufacturer narrative:
The patient has a history of smoking and a medical history of hypertension, hyperlipidemia, diabetes. The index procedure was prompted by positive stress test and silent ischemia. During the index procedure one resolute onyx stent was implanted into the lad. Post implantation of the stent, dissection was observed in the lad. The investigator assessed the event as causally related to the index device but not related to anti-platelet medication. The patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, a resolute onyx des was used. It was reported that dissection occurred in the lad.